Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient's implantable neurostimulator (ins) had always felt like it was sitting at an angle in the pocket since implant. The patient stated she did not have any events or traumas recently. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded a follow up letter we sent indicating that there were no changes in activity that led to their ins sitting at an angle in the pocket since implant. The patient indicated when they first got their ins it was more frequent but not as frequent now. No steps/actions planned to resolve ins sitting at an angle in pocket. The patient reported they were (B)(6) lbs at the time of the event. No further complications reported at this time.